Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-06616. It was reported the patient requested to have the scs system removed because the patient alleged the device only worked for approximately six months after it was implanted.